Event description:
The manufacturer received information alleging a ventilator was alarming for an external flow sensor alarm condition. There was no harm or injury reported. The device was evaluated by a manufacturer's sales representative in the home. The device's external flow sensor cable was replaced to address the issue.